Event description:
During a total hip procedure the curved cup impactor (1440-2010) would not detach from the cup impactor bolt (1440-2011). The bolt became offset in the impactor and would not release. The whole assembly including the attached cup was removed and they were able to disassemble and proceed by using the straight impactor from another set to place the cup. Surgery delay by 2 min.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty disassembling the impactor bolt from the impactor handle was reported. The event was confirmed. Method & results: device evaluation and results: although the device was returned functionally acceptable, the damage observed on the device hex feature suggests the device may have been jammed at one point. The damage is consistent with the bolt not being fully seated prior to impaction. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conform to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that event occurred as a result of user error. The damage observed on the device is consistent with the bolt not being fully seated prior to impaction.

Event description:
During a total hip procedure, the curved cup impactor (1440-2010) would not detach from the cup impactor bolt (1440-2011). The bolt became offset in the impactor and would not release. The whole assembly including the attached cup was removed and they were able to disassemble and proceed by using the straight impactor from another set to place the cup. Surgery delay by 2 min.